Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0qwh3, product type lead. (B)(4) apply to the lead. Applies to both lead and ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that about a year ago the patient had a stimulator put in their body then started having problems. Later in the call patient said they were getting up on the hour every hour during the night, not getting rest at all. Patient said they went to their urologist who ordered a lot of tests and figured out the leads were bad, so they scheduled to have it repaired. Patient said, well when they got in there they replaced the whole unit. Patient said, everything was fine afterwards and their symptoms were resolved. Patient services asked if the leads were sent back in for analysis. The patient said there was a guy there who could fill in about all that. Patient services asked if rep was aware leads were bad. Patient stated yes they figured that was what the problem was. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0qwh3, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the leads were corroded and the doctor had to replace the entire unit. There was also conflicting information from the patient stating they were (B)(6) lbs at the time of the event, and also said (B)(6) lbs. There were no further complications reported.